Manufacturer narrative:
Block h6: imdrf impact code f19 captures the reportable event of emergency surgery was performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2024. On (B)(6) 2024, post stent placement, an emergency surgery was performed, and the stent was removed. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.